Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is (B)(6) 2019. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, the serial number of the device was not provided. Catalog#: a complete catalog# is unknown, as the serial number of the device was not provided. UDI number: only a partial UDI number is known, as the serial number was not provided. If explanted, give date: not applicable, as there is no indication that the lens was explanted. (B)(6). Device manufacture date: unknown as serial number was not provided. Device evaluation: the product testing could not be performed as the product was not returned; lens remains implanted. The customer's reported complaint could not be verified. Manufacturing record review: a manufacturing record review could not be performed as a serial number was not provided. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that symptoms suspected of endophthalmitis were identified. The eye was washed and observed. Additional information states the anterior chamber of the eye was cleaned and washed with rinderon, a steroidal anti-inflammatory drug. Current visual acuity was 0.7. No other information provided.